Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 722 mg/dl and a bolus was delivered to address the high bg. The customer went to the emergency room and was hospitalized. The customer was treated with intravenous insulin and saline. Bg lowered. The contact did not know the cause of the high bg; however, the cannula was found to have been kinked. Although requested, the discharge date or type of infusion set was not provided.